Event description:
Baxter complaint coordinator reported the home pt (hp) suspected peritonitis after using the uf flash auto device for capd therapy. The hp went to the hosp and their effluent was tested, which revealed an increased platelet level. The hp was hospitalized the next day and was treated with cefazolin and tobramycin for 7 days. The results of the culture of effluent revealed streptococcus bacteria, after which the hp was treated with tobramycin only. The hp has since recovered but remains hospitalized as of 8/2002. The uvflash auto device was noted to have peeling of the reflective metal surface, which reflects the ultraviolet light emitted by the device during an exchange. The hp's physician suspected a lack of radiation may have contributed to the peritonitis epsiode and a device eval was requested.